Event description:
It was reported that the device was used during a low anterior resection. The device was positioned down around the distal colon. The device was closed and fired, the staples appeared to be formed. Visually some of the staple line was complete, but some was not, as there was bowel leakage. The surgeon stated that when they closed down on the tissue, they did not hear the click. Tried to open up and reposition, but could not open the jaws. They fired the device and it resulted in bowel leakage. The device was removed and staple line was oversewn. Area was cleaned out and the circular stapler used to bring continuity to the bowel and complete the anastomosis. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.